Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported that the customer's insulin pump has a broken case near the battery compartment. The customer also stated that the threads are broken. Advised to discontinue use of the insulin pump. No additional information was provided.

Manufacturer narrative:
A cracked battery thread was noted. The unit passed the displacement test. The insulin pump had a cracked case at window display corner, cracked reservoir tube lip, and a stained end cap sticker. There was no broken battery tube threads noted.